Event description:
It was reported that a patient presented to clinic for follow up. The right ventricular (rv) lead was found to be dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.